Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report the subject pump was intermittently powering off without any prior alarms. The patient reported that the alleged power issue started approximately 1 month prior. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient informed customer support that when she secures the battery cap to the pump (where yellow o-ring is not visible), the pump loses power. The patient did not have a new battery cap available at the time of the call. The alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history verified that unexplained power events had occurred. There was no damage found the battery compartment. The battery cap returned with the pump was found to have stripped threads and was unable to secure to the pump to maintain power. A test cap was inserted and the pump booted up normally; the pump was exercised for 24 hours without power loss or alarms. The pump was opened and no power circuit issues were found. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the display screen was found to be faded and discolored.